Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 4mm x 2mm amplatzer piccolo occluder was chosen for implant using an abbott delivery system. The device was implanted and initially noted to be well positioned; however, post-implantation assessment showed that the device remained embolized. According to the physician, the device did not conform to or assume the intended shape following deployment. The deformed device was never released from the delivery cable. There was interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.